Manufacturer narrative:
H.3, h.6 the complaint sample has not returned for evaluation, the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially reported by physician stating that there were three cases who experienced corneal ulcer and eye pain in right eye after wearing contact lens, this report is related to the third case of three reports. The consumer was prescribed with tobramycin and dexamethasone four times a day for a period of one week. The consumer resumed wearing contact lenses. The current status of consumer¿s eye was symptoms resolved at the time of this report. No additional information is available at this time.

Manufacturer narrative:
H.3,h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D1, d3, d4, g1 updated. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.